Manufacturer narrative:
Batch review performed on 21-feb-2023. Lot: 1905611: (B)(4) items manufactured and released on 18-dec-2019. Expiration date: 2024-12-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 years and 9 months after the previous revision surgeries, the patient came in reporting pain due to a loose tibia and the cause is unknown. The surgeon revised successfully the tibia and insert. This is the 4th revision surgery for this patient. The first one was performed due to laxity caused by a fall and the insert was revised. The second revision surgery was performed due to instability (revised the insert and tibial tray). The third revision surgery was performed due to a loose tibial tray caused by a trauma (revision of insert and tibial tray).